Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating the insulin pump had alarm unexpected restart. Customer's blood glucose at time of incident was 211 mg/dl. The customer stated that has a recurring error of unexpected restart and has to rewind pump and set the time and date. Customer stated they had to set the pump every night for the past week. The customer pump was replaced by representative.